Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s atrial lead exhibited low impedances, loss of capture and loss of sensing in bipolar configuration, the atrial lead was programmed to unipolar configuration. During routine device change out procedure for normal battery depletion, when the atrial lead was connected to new generator, lead had normal impedance; the lead was tested in both unipolar and bipolar with normal results. The physician suspected the issue was with the pulse generator. The lead remained implanted with the new device. The patient was in stable condition.

Manufacturer narrative:
Field complaints of low impedance, no capture, and no sensing could not be confirmed. Output measurement and sensitivity tests in bipolar mode found the device was operating within specified tolerances. Evaluation of the device header found no defect that could contribute to any of the complaints associated with the device. Lead impedance was successfully performed in unipolar and bipolar modes. Further testing revealed no output anomalies.